Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred while the pump was charging.the customer reverted to manual injections for insulin therapy.the customer was interested in obtaining a loaner pump.there was no adverse impact to the customer's blood glucose level.